Manufacturer narrative:
Concomitant medical products: boston scientific jagwire wire guide, 0.035" straight. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all fusion lithotripsy extraction baskets are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a stone extraction procedure, the physician used a cook fusion lithotripsy extraction basket. For the extraction, the physician inserted the basket into the common bile duct (cbd). On the second sweeping, the wire of the basket head was broken. The broken basket was removed and a new one was used for extracting the stones and sludge. The broken basket was missed [disposed of], so the representative could not get it. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.